Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy (tlh), the device was intermittently not completing cycle. It was smoking, but not fully burning or cutting through tissue. Not related to tissue thickness, jaws appear to close properly. Regrasp alarm and end tone were heard. There was no bleeding. The procedure was completed with a new device without issues. There was no patient injury.